Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the ethernet cable had been improperly disconnected from the wall jack, resulting in intermittent connectivity issues with the anesthesia machine. The pyxis network card would not reconnect when the field service engineer unplugged the ethernet cable. A field service engineer advised the customer¿s hospital it team to replace the network jack, resulting in the pyxis machine becoming operational. The system functioned as intended after the field service engineer and hospital it team repaired the device.

Event description:
It was reported by the customer that while using the bd pyxis¿ anesthesia station es, the station kept going offline and into disconnected mode. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.